Manufacturer narrative:
The reporting distributor made heartsine aware that the reported initial reported issue was incorrect. The new information provided by the customer is that the device displayed a flashing red status indicator. This issue is not a reportable event. Heartsine evaluated the returned device and did not observe any reportable device malfunction. The customer received a replacement device and heartsine scrapped the returned device.

Event description:
A distributor contacted stryker to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Event description:
A distributor contacted stryker to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.